Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice received functional testing of the device, simulated-use testing and a visual inspection. Upon conclusion of the investigation, the cause was determined to be use error, tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 20:14:07. During night drain cycle 18, the patient's ultrafiltration reading was 1655ml, indicating the home patient drained 1015ml more than their maximum programmed fill volume of 1600ml. No additional information is available.